Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) at 07:53 the result from the meter was 5.3 inr. At 07:57 the result from the meter was 3.9 inr with a different finger. There was no allegation of an adverse event. The customer was "fine". The meter had not been cleaned. The customer was not anemic, not polycythemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no changes in coumadin, no changes in diet, not lethargic, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 48%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr; customer meter with customer strips: 4.0 inr. Donor 2: retention meter with masterlot strips: 2.4 inr; customer meter with customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.